Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, the user was admitted to the emergency room as he blew his nose and forced air up under his flap. The user is 5 days post ci surgery. He reported pain immediately after doing this. At initial activation on (B)(6) 2025, the user reported various_ feeling_ sensations, but left the session being able to hear sound with the device. The user was seen again on (B)(6) 2025 for follow up. Initially he stated that it felt like a "9 volt battery" in his head which is why he had not been wearing the device. Re-mapping as done, channels were deactivated and he reported improvement. He will be seen again for follow-up.

Event description:
On (B)(6) 2025, the user was admitted to the emergency room as he blew his nose and forced air up under his flap. The user is 5 days post ci surgery. He reported pain immediately after doing this. The user was placed on pain medication and antibiotics. At a follow up with the surgeon on (B)(6) 2025, it was reported that the air bubble seems to have resolved. The user's impedances reportedly normalized a few visits ago.

Manufacturer narrative:
Conclusion: based on the received information from the field, it seems that the reported issue might be related to a transient air bubble over the reference electrode, cause by nose-blowing. In addition, air was present in the cochlea, which over time subsided. Furthermore, the reported performance issues are likely related to the recipient's implant using behavior and the late implantation after around 35 years of deafness at the concerned side. The recipient has single-sided deafness. As of now, the device remains implanted and in use. This is a final report.